Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction,: fecal incontinence it was reported that the patient began by saying  they had the procedure and then said there was a second procedure for the lead and patient services asked the patient if they were referring to the trial and then the permanent implant and the patient said they did not know,; they'd had so many surgeries because of the implant and they did not  know. The patient stated they had to have the implant removed in 2024 after only 3 months and that they went to the hospital and had a large knot "like a softball,"" and the doctor ignored it and would not  even come in to look at it and said that they must have ran into something, and the hospital wanted to admit them but the doctor did not want the patient admitted and so the patient went home, and they got septic and got sick and went septic again so they had the implanted system removed on 2024-aug-06 and then on 2024-aug-13 they were in emergency surgery for sepsis and gangrene. Patient said they saw bubbles and they had to be rushed to emergency surgery. Patient stated they now also had open wounds and they were having severe pain with it and they ended up having an infection now and they hadn't been able to walk in 8.5 weeks, and it was an infection from where the implant was put in and they had foot drop;, they were on steroids, they had nerve damage and all kinds of complications from the stimulator. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider to further address the issue but the patient stated that the doctor that put the implant in was very arrogant and short and had an horrible bedside manner and that as soon as they went in, the doctor wanted to put another one in with them sick and an infection and the patient told the doctor no they did not want that back in them with the infection problems that they've had and since then the doctor had not returned their phone calls and since 2024 when they made them remove it completely. The caller stated the doctor who did it would not even return their phone call and neither did medtronic when they called in (patient services wanted to note that there is no record of anyone calling patient <(>&<)> technical services about the issue and caller disconnected the call prior to patient services being able to clarify who was contacted.) The patient stated they'd never been sicker in their whole life and that none of the doctors they were working with had any experience with the implanted system. The patient said they just found out on monday if they pressedtheir finger where the wart had been near their butt crack, if they pushed where that was, pain shoots all the way down their spine, and they had intense hip pain to the point they'd let cut off their leg if they needed to. . The patient said they currently had an open wound that had to be packed by their primary care doctor's office and they were in pain every single day. . The patient stated that there needed to be a protocol if they were going to put these devices in and more people needed to be trained about the device aside from the doctors who put the implants in because even with the implant out people were telling them they did not know anything about the implant, so they could not identify what was happening with the pain because of all the nerve issues they were experiencing; they didn't know where it was coming from. Patient services reviewed the role of patient services as well as the manufacturer company with the patient and reviewed with the patient that while they could document all of the reported information, the patient needed to follow up with a healthcare provider (hcp) to address the issue, and if needed, the hcp could call the manufacturer company with questions or if they needed a medtronic representative present. Before patient services could ask event details or offer to send the patient physician listings, the patient said "I just wanted this reported. Have a great day" and hung up the phone. Patient reported a lot of information, and patient services did the best they could to document the information.